Manufacturer narrative:
Philips service identified the collimator issue and replacement is pending; system returned with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the room shuts down intermittently after boot and a collimator issue was identified on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.